Manufacturer narrative:
An event regarding an alleged dislocation involving a securfit shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection (review of three pictures of the shell, head and liner) showed that the underside edges of the shell and liner were in heavily used condition, with significant clinical debris. The underside edge of the shell contained scratches and burrs. The underside edge of the liner was worn and highly uneven. The head appeared to be generally in good condition, with no discernible scratches. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Conclusions: visual inspection (review of three pictures of the shell, head and liner) showed that the underside edges of the shell and liner were in heavily used condition, with significant clinical debris. The underside edge of the shell contained scratches and burrs. The underside edge of the liner was worn and highly uneven. The head appeared to be generally in good condition, with no discernible scratches. The exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Note: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's hip was dislocating 18 years after the initial hip was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital policy.

Event description:
Patient's hip was dislocating 18 years after the initial hip was implanted.